Event description:
Pump was initially running continuous lr(lactated ringer) at 100cc/hr. However, after a few hours the primary rn noticed the pump had stopped infusing with 3/4 of the bag left and was making a "ticking" noise that pumps usually make when trying to infuse a rate of 999cc/hr. No drips were dropping in drip chamber during the ticking noises. Primary rn then undid the tubing and replaced the pump with a new one.